Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient went to the hospital due to low blood glucose levels due to wearing a pod. Good faith attempts were made for additional medical event details, but patient ultimately expressed that she did not wish to disclose further information.